Manufacturer narrative:
H4: the lot was manufactured from december 18, 2019 - december 19, 2019. H10: the device was received containing 121 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
It was reported that the event occurred on an unknown day in (B)(6) of 2020. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor under infused medication to the patient. The expected infusion time was 24 hours; however, it was observed that one day after the patient had started therapy, during disconnection time, the device still contained medication which had not been delivered to the patient. The device was filled with benzylpenicillin 10800mg in sodium chloride 0.9%. There was no patient injury or medical intervention associated with this event. No additional information is available.